Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking mechanism of the guiding block in question was not working properly. It failed to mount to the plate during an implant placement procedure. The surgeon finished the operation by manually inserting the screws, without the use of the guiding block. A surgical delay of two minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the guiding block has nicks and scratches on the surface and on some areas the anodized color is disappeared. Also we found that the knurled locking nut is completely stuck. The knurled surface shows marks of forcible use. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts we cannot determine the exact root cause. The described damages and the wear and tear signs are a clearly indication, that this device was often and intense used. It is likely that this device became stuck while trying to loosening the nut in combination with an excessive force influence. The heavy marks at the knurled surface indicate that probably a forceps or a similar instrument was taken to perform the loosening. Please note that due to a left hand thread, the nut can only be unlocked by turning in the counter clockwise direction. The instrument in question was distributed, in december 2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: bettlach - manufacturing date: october 31, 2005 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.